Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4) implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s previous pump (implanted (B)(6) 2008) was removed in (B)(6)2008 due to meningitis. The current pump was placed on (B)(6) 2008. The pump had been used to infuse morphine. No outcome was reported for this event. Follow up was conducted to obtain information but was not available at the time of this report. If additional information is received a follow up report will be sent.